Event description:
Customer received a blood glucose reading of 80mg/dl on his breeze2 meter. He had what he thought were symptoms of a heart attack and the paramedics were called. They re-tested the customer and his blood glucose result was 40mg/dl. He was informed that he was having hypoglycemic symptoms. The customer was taken to the hospital but further information about the event is unknown. New meter and test strips were sent to the customer and he is expected to return his strips for evaluation. Test strip information was not provided but meter information was.